Event description:
Per the operating room nurse, during surgery, the blood pressure cuff "popped" or "exploded". Bp cuff was noted to have a 2cm hole near the crease side (not the seam side) where it popped, near to where the arrow and label "arteria" are located. Devices will be returned only if mfrs provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or pt contact.